Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient rep (pt) reported that the patient had all of their equipment removed a year ago in february of this year. When asked for event date, the patient rep mentioned quite sometime. Agent asked and patient rep mentioned the spinal cord stimulator (scs) was not working for the patient. Patient rep mentioned the they patient couldn't figure out how to charge and to sit in the right position was impossible. Patient rep mentioned now the patient has a pain patch and that is working well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.